Manufacturer narrative:
The customer indicated that the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. Package labeling states: if used for blood collection, invert and suspend container below the pt's midaxillary line. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported spray of fluid with subsequent exposure to the ultrasonographer. A therapeutic paracentesis was initiated on the pt to collect peritoneal fluid. The ultrasonographer was assisting the physician during the procedure and was wearing protective eyewear. The empty evacuated container was placed on its base with the stopper up. The placement of the empty evacuated container relative to the pt was unspecified. An unspecified tubing set and an 18 gauge needle were used to connect the pt's access site to the stopper in empty evacuated container. It was reported that after the fluid level rose to the neck area of the container, the ultrasonographer pinched the pt tubing and removed the needle from the stopper to transfer the needle to a new empty evacuated container. After the needle was removed, peritoneal fluid sprayed onto the face of the ultrasonographer. The amount of fluid that sprayed was unspecified. The ultrasonographer was seen in the employee health department for baseline blood work. There were no reported adverse effects to the ultrasonographer. No medical interventions were required. Though requested, no additional info was provided.